Manufacturer narrative:
Pt info was requested from the user facility. No additional info has been provided to date. The date of event is an approximate date. The date of event was requested but not provided. Awaiting the return of the device to complete the investigation.

Event description:
During a subacromial decompression procedure using a ultravac 90 arthrowand, a portion from the tip of the wand detached. It is not known if the fragment remains in the pt. No other info was provided for this report.